Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024, the patient redness, tenderness with purulent discharge around the stoma site. The patient was diagnosed with a stoma infection and was treated with oral sulfamethoxazole / trimethoprim bid for five days. At the time of report, the patient still had discharge but no pus. A culture was done, pending results.